Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. No further investigation is required at this time. The device ran for two hours and passed the performance test.